Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned with no anomalies found.

Event description:
It was reported that during the implant procedure, the lead impedance measured via the psa and also by the device was consistently greater than 200 ohms. The lead was repositioned several times and connections checked with no affect. The lead was not implanted. No patient complications have been reported as a result of this event.